Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection, while closing the rectum, the jaws were unable to be opened to be remove from tissue. The device was pried off using additional tool and used another instrument to complete the case. There was no patient injury.